Manufacturer narrative:
As of (B)(6) 2026, the customer has not submitted any logs for hologic review and has not confirmed whether any of the affected patient samples were repeat tested, or how results were reported/ amended. Further, the customer has not reported any additional issues with their tomcat instrument after service. Hologic has not been informed of any adverse patient outcomes related to this event.

Event description:
On (B)(6) 2026, a customer reported contamination from the tomcat instrument (sn: (B)(6). The customer noticed multiple samples aliquoted from the tomcat returned with a higher prevalence of trichomonas vaginalis positive results. The customer observed that the tomcat pipette tips left a ¿dragging¿ trail of dried liquid, the pipettor motion/ movement appeared inconsistent and there were no instrument errors due to this issue. The customer agreed to put the result reporting on hold and not to use the tomcat instrument until service was performed. On (B)(6) 2026, a hologic field service engineer (fse) went onsite and confirmed customer¿s observation. Fse serviced the instrument. The instrument passed verification testing and was confirmed operational before being released back to the customer for use.